Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with a pocket erosion. The skin on the lower edge of the implantable cardioverter defibrillator had eroded and the device was visible. The device was explanted, and the right ventricular lead was capped. There were no patient consequences.